Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reprocessing issue could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported the cysto-nephro videoscope was incorrectly reprocessed. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
A reprocessing in-service and observation at the hospital was completed by an olympus representative on (B)(6) 2022. During the in-service, the olympus representative was made aware of reprocessing errors. The customer was not performing a leakage test prior to manually cleaning the endoscopes. During manual cleaning, the customer reprocessed multiple endoscopes in the detergent solution together. Following manual cleaning steps, the customer loaded the endoscopes in the oer-pro automatic endoscope reprocessor (aer) with accessories such as forceps and tweezers. One of the oer-pro machines was out of isopropyl alcohol and the customer was continuing to run the machine. The olympus representative provided a cleaning, disinfection, and sterilization (cds) in-service reviewing leakage testing through manual brushing of the endoscope channels and then loading the scopes into the oer-pro. The representative also discussed that each endoscope must be reprocessed in the sink individually. An olympus field service engineer (fse) provided an oer-pro in-service reviewing testing the high level disinfectant each load and replacing the alcohol. Another in-service was scheduled for (B)(6) 2022. This event is under investigation. A supplemental report will be submitted upon receiving additional information.